Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety due to product.

Event description:
Patient reported left side "experiencing hooking, by that time it was not bothering her", "now the hooking is bothering her a lot and patient cannot forget the pain. She is experiencing intense pain in the nipple" and "patient was aware of the recall". Treated with analgesics and anti-inflammatory therapies. Patient representative reported fluid. The device has been explanted.